Manufacturer narrative:
Correction to h10: it is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcr type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcr type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope for inspection. During the device evaluation, the following reportable malfunction was found: there is a foreign object inside the nozzle. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found bending angle in up direction does not meet the standard value due to wear of angle wire; bending section cover, suction connector, connecting tube, protector of universal cord on suction connector, protector of universal cord on control section side, forceps lever, forceps knob, up/down knob, right/left knob, scope cover, switch box, suction connector, universal cord, grip, control unit have a scratch; forceps cannot be inserted smoothly due to channel tube; mouthpiece was loose; adhesive around light guide lens, paint on air water cylinder was peeled; connecting tube had a dent; connecting tube had a wrinkle; forceps channel port was shaved; switch 4 had a wear; suction cylinder was shaved; forceps cannot be inserted smoothly due to dent on channel tube; electric connector has discoloration due to water leakage. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The customer did not have any idea what the foreign material was. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no response from the customer if there was any other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.